Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed. No anomalies found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: outer insulation breached; proximal segment returned and analyzed. Analysis of the device is in process; the results will be forwarded when available.

Event description:
It was reported that the patient lost rv (right ventricular) capture and impedance fluctuated with movement. Low impedance was also noted, and the lead was found to be slightly pulled away from the epicardium. Blood was observed in the device header. Both the device and lead were explanted and replaced. No patient complications have been reported as a result of this event.